Event description:
It was reported that the patient expired due to vf arrest. The patient had a competitor ICD implanted. During interrogation of the device it was revealed that the device attempted to deliver a high voltage shock, but failed due to low high voltage lead impedance.

Manufacturer narrative:
Multiple internal insulation abrasions were found between 39.0cm to 57.9cm from the connector tip. The rv cables were compromised in some of these areas.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.